Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# :(B)(4), product type lead, product ID 3777-60, serial# (B)(4), product type lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 26-aug-2015, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 31-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that 2 or 3 years ago the pt have had a lead problem and one of the leads have since been turned off. Pt stated that they have not had 100% of lead wires available to them for not all leads were in position to deliver therapy since the "very beginning" (pss understood since implant date). Pt stated that their therapy has all ways worked.

Event description:
Additional information was received from a patient reporting they were still unable to connect to the implant even after a replacement recharge antenna was sent out. They verified the last time the ins was charged was in march 2020. When they attempted to connect the recharger (insr) to the ins they saw the 'reposition antenna' message and when they tried with the programmer they received the poor communication message. The patient was redirected to their healthcare provider (hcp) to address a possible overdischarge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 lot# serial# (B)(6) implanted: 2013-(B)(6)explanted: product type lead product ID 3777-60 lot# serial# (B)(6) implanted: 2013-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that the device is not working and the leads are messed up. Pt stated that they got eri. Pt mentioned that mdt rep was aware of the eri message a week ago. Pt stated that the device needs to be removed and changed. Pt stated something is wrong with the lead. Pt also asked why wouldn't mdt have a system for replacing leads if something goes wrong with them. The patient wanted to find a dr who is willing to remove the lead and put in new ones. See related regulatory report# 3004209178-2021-04522 where part of event was initially captured. Additional information for that event will now be captured in this report.

Event description:
Additional information was received. It was reported the overdischarged implant was confirmed. No steps were taken to resolve the issue, the device was in eri. It was noted the leads had moved and the device would be replaced.

Manufacturer narrative:
Continuation of d10: product ID 3777-60, serial# (B)(6), implanted: (B)(6) 2013, product type lead. Product ID 3777-60, serial# (B)(6), implanted: (B)(6) 2013, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.